Manufacturer narrative:
This device remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) exhibited a fluctuation in shock impedance values from 20 ohms to greater than 125 ohms. The programmed parameters were checked several times, and the shock configuration was set to distal coil to can. A committed shock with 1.1 joule was delivered, and the impedance was 65 ohms. It was noted that a different physician has come across this problem of fluctuating shock impedance values at implant before, and he turned off the erbotom (system used for the surgical procedure), and the shock impedance values were within normal range. The physician believes this could have been the reason for the fluctuating shock impedance values during this implant procedure. There were no adverse patient effects reported.